Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): the UDI is unknown because the part number and lot number was not provided. There was no reported device malfunction and the product was not returned. A review of the lot history record could not be conducted because the lot number was not provided. Angina and myocardial infarction are listed in the xience v and xience nano everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014 the patient presented with chest pain and an unknown xience v stent was implanted for treatment of an unspecified coronary artery that was 100% occluded. On (B)(6) 2014 that patient experience a heart attack and treatment was performed; however, the patient did not recall the specific type of treatment. Reportedly, post procedure the patient was compliant with the dual anti-platelet therapy. The patient has continued to experience chest pain and also, began experiencing weakness and memory loss since the stent was implanted. The patient has not followed up with the a cardiologist; however, his general physician indicates nothing wrong. No additional information was provided.